Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge angiocath unused unit from lot 7300973 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and sent the device for ftir testing. Spectral analysis from ftir testing determined that the piece of foreign matter was silicone. Please note that excess silicone has been tested and found to not be harmful to the user/patient. It is used during the assembly process to assist the needle with retraction and venipuncture. Although, a fiber-like material was present in the provided photos upon sample receipt no fibers were visible. Therefore, a spectral analysis could not be performed on the fibers. The excess silicone most likely came from the siliconization process used during assembly.

Event description:
It was reported that the bd angiocath¿ IV catheter 22ga 1.00in experienced foreign matter in or on device cannula/needle/catheter. Product defect was noted prior to use. The following information was provided by the initial reporter: fm was on the catheter tip.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath IV catheter 22ga 1.00in experienced foreign matter in or on device cannula/needle/catheter. Product defect was noted prior to use. The following information was provided by the initial reporter: fm was on the catheter tip.